Event description:
It was reported that during a ptca/stent procedure the membrane of the stent delivery system inflated to a size greater than the labeled size of the product. The device deflated without difficulty, however, reportedly difficulty was encountered upon removal. No pt injury was associated with this event.

Manufacturer narrative:
Qa analysis of the returned device revealed the polyimide separated at the end of the c-flex junction. The proximal end of the balloon was also separated. The c-flex junction was intact. Some delamination of the junction was noted. Quality engineering determined based on the review of the incident that the physician had not rec'd acs multi-link training. Lack of training can result in improper handling of the device during preparation and/or the stenting procedure. It is unk if the dr employed force during the case that may have caused the damage noted during the qa analysis. No other reports of this nature have been rec'd for this product lot, although an inadvertent mfg error may have produced a part that was not optimally made. There is no indication that any device defects were noted during preparation. Quality engineering determined that multi-link training would be provided to the physician noted in this incident. This training has been completed. Quality engineering will continue to monitor the trend for inflation related difficulties. As part of our mfg and quality process all stent delivery sys are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. The device mfg records for this product lot were reviewed and no non-conformities were found. This MDR is considered closed by the qa dept.